Event description:
Reportable based on device analysis completed on 21sep2018. It was reported that crossing difficulties were encountered. The 96% stenosed, 12mm x 3.0mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed broken hypotube. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is broken 64.5cm from the hub. There is a kink 60cm from the hub and another kink 76cm from the tip. Microscopic examination revealed that the tip is damaged and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.